Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Two patient samples were evaluated across three different kit lots of the elecsys hiv duo assay (505913, 483078, and 501204). The samples demonstrated reactivity in all tested lots, indicating that the observed increase in false reactive results with kit lot 501204 could not be confirmed. Calibration and quality control data for the relevant kit lot were reviewed and found to be within expected ranges. Further analysis identified that the false reactive results were due to an unspecific reaction with the monoclonal antibodies used in the hivag detection module of the assay. The root cause was attributed to sample-specific factors leading to false reactivity. The device remains in operation at the customer site, and no product issue was identified.

Event description:
The initial reporter observed an increased frequency of hivag reactive results, up to 2.0 cutoff index (coi), in approximately 0.5% of all elecsys hiv duo measurements performed on the cobas e 801 module. This percentage was higher compared to previous months, which ranged from approximately 0.16% to 0.36%. The customer switched from kit lot 483078 to kit lot 501204 on 13-jan-2021. Two patient samples were reported as reactive for hivag using the elecsys hiv duo assay. For the first patient, the elecsys hiv duo result was 1.52 coi for hivag (reactive) and 0.09 coi for ahiv (non-reactive). Confirmatory testing using the abbott architect assay yielded a result of 0.06 signal-to-cutoff (s/co) (non-reactive), and the hiv-1 and hiv-2 antibody western blot (wb) test was negative. For the second patient, the elecsys hiv duo result was 2.13 coi for hivag (reactive) and 0.02 coi for ahiv (non-reactive). Confirmatory testing using the abbott architect assay yielded a result of 0.08 s/co (non-reactive), and the hiv-1 and hiv-2 antibody wb test was negative.